Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up with their pacemaker exhibiting no sensing and high threshold. In addition, their right atrial lead was exhibiting no sensing. The lead was capped and replaced and the device was explanted and replaced on (B)(6) 2018. The patient did not experience any consequences.